Manufacturer narrative:
(B)(4). Batch #: 512a63. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with three ecr45g reloads. The reloads (b - c -d) were received unfired. However, four staples were noted to be missing on the proximal end of reload (c) no functional test was performed with this reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with returned reloads (b & d) and achieved its complete firing sequence without any difficulties. The staple lines and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot batch number, and no non-conformances related to the reported complaint condition were identified

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another two to continue the surgery, the same problem happened again. Changed the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.